Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 3 preadmitted patients were not showing up on the station, it was shown in server but was not available in station.the customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the technical support specialist confirmed that no error on the data sync log. The it (information technology) team verified that messages were reaching the server but were not flowing to pyxis. The tss found that show preadmission was enabled for the station. Patients did not appear because the preadmission inactivity hours setting limited inactive preadmitted patients. The tss explained that preadmission occurred when the customer interface sent an a05 or a14 message to pyxis, and that an a01, a04, or a10 message was required to complete the admission. The tss also confirmed that medications could be dispensed for preadmitted patients if the station was configured to allow it. The system functioned as indented after technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 3 preadmitted patients were not showing up on the station, it was shown in server but was not available in station.the customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.